Manufacturer narrative:
Corrected sections as of (B)(6) 2021: correction on section b1 to remove product problem selection since product was returned and evaluated. Investigation yield no defect found, therefore the product problem category does not apply.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer seeking medical attention. Meter and test strips were returned for evaluation. Reported defect not reproduced. No defect found. User had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system note: manufacturer attempted to contact customer on several occasions to ensure the replacement products resolved the initial concern -unable to establish contact with customer.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with test results from results obtained of 44, 67, 83, 72 and 97mg/dl. The customer¿s expected am fasting blood glucose test result range is 100mg/dl. The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2021 he had passed out while speaking with his nephew on the telephone. Customer stated that his nephew had called his brother who had come over. Customer stated that he was able to make it to the door to open it but that he hit his head (has a small gash over the eye - no medical attention required for this) on the door and his brother found him laying on the floor unresponsive and called the ambulance. Customer stated his brother did attempt to give him some sugar and water prior to the paramedics arriving. Customer stated (according to what he was told by his brother), when the emt's arrived and tested his blood sugar it was 20mg/dl and he was diagnosed with hypoglycemia. Customer stated that he was given a tube of glucose gel by the paramedics and his brother gave him mashed potatoes, carrots and meatballs to eat. Prior to the paramedics leaving, they tested his blood sugar and got 60mg/dl but when he tested at the same time on his true metrix, it read 80mg/dl (at 5:37 pm). Customer had been advised to follow-up with his primary care physician. Customer stated that prior to going to bed last night, he had tested his blood sugar and obtained 235mg/dl and he had administered 1 unit of humalog. During the call, a blood test was performed by the customer non-fasting and produced test result of 70mg/dl using true metrix meter; customer was not satisfied with the result obtained. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 04/28/2022 and open vial date is 03/26/2021. The meter memory was reviewed for previous test result history: (B)(6).